Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, quality control data, and trends was also performed. One device was returned for evaluation. The device was returned with the handle in the closed position. The collet knob was tight and secured. The male luer lock adaptor (mlla) was finger tight. The polyethylene terephthalate tubing (pett) measured 2 cm in length. A functional test noted the handle does not actuate the basket formation. A visual examination noted the support sheath and the basket sheath are detached. Glue is visible on the basket sheath where the support sheath is normally located. The basket sheath is found to be severed 3 cm from the distal tip of the support sheath. The device appears to have met resistance beyond its intended design. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and noted there no non-conformances associated with the complaint device lot number. A review of complaint history revealed this is the only complaint that has been received associated with lot number 6794231. Based on the provided information a definitive root cause cannot be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The distributor reported while the customer was preparing the nforce nitinol helical stone extractor for use, the basket could not be opened. This device was not used on the patient. This occurred prior to patient contact; there was no impact to the patient.